Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a critical pump error 16 alarm (amount of bolus completed plus amount left to go does not add up to programmed dose). The customer reported no adverse event. The event involved product(s) mmt-1896ww. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return requested for mmt-1896ww. Customer declined to return or is unable to return (eg discarded/lost).

Manufacturer narrative:
Additional information has been received regarding the product change which was not included in the initial report. So, the correct product material has been changed from mmt-1896ww to mmt-1886 as per new additional information and updated in sections b5 (updated the summary), d1/d2a/d2b (product code, brand & device name) and d4 (product model, catalog, serial and primary UDI numbers) with this supplemental report. Unit passed the self-test and displacement test. No pump error 16 alarms noted during testing. Unit successfully downloaded to thumps. No unexpected pump error 16 alarms noted during testing or listed in the pump downloaded history. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, pillowing keypad overlay and cracked case (battery tube). Pump passed all required testing. No pump error 16 alarms noted during testing or listed in the pump downloaded history. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1886. Mmt-1886 was returned for analysis.